Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the stent moved on the balloon. The 90% stenosed target lesion was located in the moderately tortuous left external iliac artery. A 8.0x20x75cm express vascular ld stent delivery system (sds) was advanced, but was unable to cross the target lesion. After several attempts to advance the sds, the stent was not mounted in the correct position on the sds, however, the stent did not detach. The sds was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).